Manufacturer narrative:
A complete lead was returned in one piece for analysis. The reported events of over sensing, high threshold, low sensing and low impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of helix would not extend was confirmed. As received, the helix could not be extended from the connector pin due to the helix clogged with blood/tissue and the inner coil over torqued at the connector region, consistent with procedural damage. The helix was able to be extended and retracted by applying direct torque to the inner coil at short length. The full helix extension length was measured within product specification. The cause of the reported event of helix would not extend was isolated to the helix being clogged with blood/tissue and over torqued of the inner coil.

Event description:
The patient felt a vibratory alert and presented to the hospital. Interrogation of the device showed an episode of ventricular fibrillation due to oversensing with an aborted shock. In addition, high threshold, low sensing and impedance were noted on the right ventricular (rv) lead. X-ray examination indicated the rv shock coil was dislocated into the right atrium. The lead was attempted to be repositioned; however, the helix would no longer extend. The lead was explanted and replaced. The patient was in stable condition.